Event description:
Pt was found decannulated, pulseless and without respiration. The soft trach tie was secured only to one side of the tracheostomy. If applied incorrectly, the device fails to secure a tracheostomy tube in place. Velcro tabs must be completely attached in a horizontal line to the small foam strap to secure. This information should be included in the warning on the package and the directions for application should be much clearer. There is a warning not to apply too tightly - but there also should be a warning not to apply too loosely. Diagnosis or reason for use: tracheostomy.